Event description:
During laparoscopic roux en y gastric bypass surgery, the surgeon was attempting to suture the patient when the endostitch would not toggle stitch back and forth. A second item of the same lot number was also attempted to be used which also did not toggle stitch back and forth.